Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage and erroneous results occurred during use with a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. The following information was provided by the initial reporter, "blood leakage between tubes information received on march 2: event description: defect on some tubes from the lot affected: tnt leak(this is visible when sampling) clinical consequences: abnormalities in the results of tests taken from this citrate tube for haemostasis tests. Need to request a new sample. Actions taken: all the lot is in quarantine and use of another lot non affected."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for tnt leaks with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that leakage and erroneous results occurred during use with a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. The following information was provided by the initial reporter, "blood leakage between tubes information received on (B)(6): event description: defect on some tubes from the lot affected: tnt leak(this is visible when sampling) clinical consequences: abnormalities in the results of tests taken from this citrate tube for haemostasis tests. Need to request a new sample. Actions taken: all the lot is in quarantine and use of another lot non affected."